Manufacturer narrative:
Pump received with stripped coin slot. Unable to perform the displacement test due to the inability to remove the battery cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was not able to remove cap with a coin or flat screw driver. The customer¿s blood glucose level was 226 mg/dl at the time of the incident. The insulin pump will be returned for analysis.